Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we attempted to inflate the internal carotid balloon with saline, we observed liquid leaking from the safety balloon. As a result, internal carotid balloon could not inflate. We observed a partial circumferential rupture on the safety balloon. Common carotid balloon inflated and deflated properly when the balloon was inflated with saline. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Surgeon had inspected the device before the procedure and was found to be operational. However, the safety balloon failed during the procedure requiring surgeon to replace the shunt. At this time, we could not conclusively determine the root cause of the failure. However, based on our device evaluation, it is possible this device was not appropriately handled per our IFU instructions by the surgical team and was damaged during use. No further corrective actions are required at this time. Lemaitre will continue to review and monitor all events though the use of lemaitre quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. There was no injury to the patient as the result of this incident.

Event description:
Surgeon used f3 carotid shunt as a temporary conduit to allow blood flow between the common and internal carotid arteries for carotid endarterectomy procedure. During the procedure, the safety balloon that is located outside the patient's artery burst. This shunt was then immediately replaced with another shunt. There was no injury to the patient as the result of this incident.